Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Daughter is calling on behalf of the customer. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 168 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 11/16/2023 and open vial date is 09/25/2023.